Manufacturer narrative:
An event of the valve holder separating from the valve was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 31mm epic stented porcine heart valve w/flexfit system was selected for implant. During implantation, the valve holder separated from the prosthesis which led to the valve to fall. It is unknown how the separated from the holder. The valve was discarded and replaced with an unknown size epic stented porcine heart valve w/flexfit system. There was an increase in procedure time and a concern that it could have impacted the patient negatively. The patient was bypass longer than clinically expected in the eyes of physician. Patient status is unknown. Additional information is pending.